Event description:
Post op, patient presented with pus around the tunnel of the screw. The tunnel was not infected. Surgeon performed a revision acl procedure. The product involved is a milagro tibial screw, product code and lot number to be advised. Primary procedure details to be advised. Revision date to be advised. Patient details to be advised. No other information available.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. No further information has been provided regarding the event or patient&apos;s condition that would help determine if this was an infection unrelated to screw or a foreign body reaction due to the screw. Based on the information, a root cause cannot be determined. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Post op, patient presented with pus around the tunnel of the screw. The tunnel was not infected. Surgeon performed a revision acl procedure. The product involved is a milagro tibial screw, product code and lot number to be advised. Primary procedure details to be advised. Revision date to be advised. Patient details to be advised. No other information available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.